Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the patient stated that they have a difficult time charging the battery. The rep attempted to interrogate the battery, but it was overdischarged. The patient did not have their equipment to perform a prm. The patient was to contact the rep to set up an appointment to do a prm, as they live outside of city limits. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.